Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv threshold was high and the rv pace/sense impedance was gradually rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the lead is "drifting a little bit and using the battery faster."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that, "I've had some issues with them. Some good, some not so good. The right ventricular (rv) lead was not capturing and the threshold has been slowly trailing upwards." The patient also reported, "over the last few nights I noticed I've had some stomach spasms going on." The patient noted that there was a "slight rise in thresholds and impedance." The right atrial (ra) lead, rv lead and device remain in use. No further patient complications have been reported as a result of this event.